Manufacturer narrative:
H2) please see section a1-4, b5, and the additional codes section for the additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The procedure being performed was a spinal fusion, there was a 20 minute surgical delay, and there was no impact to the patient's outcome.

Manufacturer narrative:
H3, h6) the system was serviced in the field and many iterations of the detector alignment phantom were performed and the system performed as intended. No faults were found. Codes b01, c19, and d14 are applicable.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that while acquiring images, the 3d spin images appeared to be blurry within the software. There were no error messages present on the system and site confirmed the patient was not moving and the system was stationary during the entire scan. There was no known impact to patient's outcome and surgical delay was not provided.